Manufacturer narrative:
Device had button error alarm due to corroded on keypad trace. Device received with cracked at corner display window, cracked battery tube threads and cracked at reservoir tube lip. (B)(4).

Event description:
Customer's wife reported via phone call that the device alarmed a button error alarm. Customer's blood glucose was 412 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.